Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the patient's stimulation changing by itself was normal activity it would go from 2.6 to 3.4 while the patient was just walking. The patient stated they reset so he can control it, but recharging is a problem at time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that stimulation changes by itself. The patient explained he can just be sitting or walking when it happens. The patient noted it was aggravating down both legs and there were no falls, traumas or electromagnetic exposure. The patient was going to contact their doctor to have the programming checked in a few days and may turn stimulation off it gets to uncomfortable.